Event description:
In 2004 a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. In 2005 all gore devices were explanted.

Manufacturer narrative:
Please note: an additional device used in this event includes pxc141400/lot serial 041170906. H6: a review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.